Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) device was received in use conditions with the original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No visual defects were detected. A leak test was performed, the cuff failed to inflate and deflate completely, the sample did not pass the test confirming the customer complaint. The suspected root cause was due to the operator did not remove the ?thf? Excess from the inflation line during manufacturing. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacturing of the reported lot number. Notification was made to operations personnel as awareness to failure mode reported. The manufacturer will continue monitoring this failure condition in this product for threshold or escalation.

Event description:
It was reported that while putting air in the cuff during the pre-use check, it would not inflate sufficiently. No patient injury was reported. No additional information is available for this complaint.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.